Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles/gaps coming out of the cartridge and into the tubing. The customer's blood glucose level was not impacted. Recommendation was made to prime the tubing until air is removed or to change the cartridge.